Manufacturer narrative:
H6: investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 0300681, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the catheter was damaged. Based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for evaluation a definitive root cause could not be determined. However, the observed damage likely occurred during the catheter tipping stage.

Event description:
It was reported that bd insyte 24ga x 0.75in had a damaged catheter tip. The following information was provided by the initial reporter: "venous catheter appears at its distal end damaged to the light (fractured and with wear on the edge)".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte 24ga x 0.75in had a damaged catheter tip. The following information was provided by the initial reporter: "venous catheter appears at its distal end damaged to the light (fractured and with wear on the edge)".